Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was at normal end of life and telemetry and output were okay.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v512938, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v508975, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of benefit while vacationing. It was noted the patient did not bring their patient programmer on their trip. It was further noted the patient was able to meet with a manufacturing representative. The reporter stated they determined that the patient¿s implantable neurostimulator (ins) experienced a power on reset (por). It was noted the por was successfully cleared. It was noted the manufacturing representative programmed the patient back to therapy settings and the patient returned to baseline. It was further noted that it was unknown if the por was accompanied by an error code and the cause of the por was unknown.